Event description:
On (B)(6) 2012, the patient claimed she awoke with elevated blood glucose in the 500's mg/dl and noticed the animas cartridge was cracked down the middle and had insulin leakage in the cartridge compartment. The patient tested positive for large ketones the entire day. The patient reportedly took insulin via syringe to lower her blood glucose at the time of concern. The subject cartridge was discarded and will not be sent back for investigation. There was product misuse. The patient confirmed she was using the cartridge per instruction for use. The cartridge leakage issue was not resolved. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl while there was a cartridge leakage issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed and no damage or defects were noted. A fill, force and leak test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.